Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that prior to use, the implantable cardioverter defibrillator (ICD) indicated elective replacement indicator (eri) and unexpected longevity was suspected. It was noted that the event was potentially due to cold temperature. The device was stored at room temperature for two days and re-interrogated and the device showed expiration at the end of the month. As the device data was unavailable, the ICD was not implanted and a different device was used. There was no patient involvement.